Event description:
Description of event or problem: this spontaneous serious device case was from a consumer in the united states. A female diabetic patient of unknown age received euflexxa (1% sodium hyaluronate) injections bilaterally into the knees for an unknown indication and experienced a blood glucose of over 350, a fasting blood glucose over 189 and blood glucose before lunch of 200. On (B)(6) 2013, the patient who had a 15 year history of diabetes received one injection of euflexxa into each of her knees and around 7:00 pm after dinner her blood glucose was over 350. She had done nothing differently, except she received the euflexxa injections a few hours earlier in the day. On (B)(6) 2013, her fasting glucose was over 189 and before lunch it was over 200. She advised that her fasting glucose was typically between 80-110. Her postprandial was typically below 150. No further details were provided. Medical history was reported. Concomitant medications were not reported. Laboratory information was reported. Additional information was requested. Company comments: diabetic patient with a reported good control reported elevation of glucose levels after first euflexxa injection. There is a temporal relation between the administration of hyaluronic acid and the elevated blood glucose and no reported other factors. Some other cases of elevated blood glucose have been reported; a causal-relation cannot be ruled out. Possible.